Event description:
While unsheathing graft to begin fenestrations, surgeon had difficulty getting graft to come out. When graft finally unsheathed, surgeon noticed that part of deployment system was broken rendering system unusable